Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy skin irritation. Patient stated they have skin allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.